Event description:
It was reported that the right atrial (ra) lead was non-function with no capture. The lead was programmed off and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 407658 lead, implanted (B)(6) 2006; 6944-65 lead, implanted (B)(6) 2001. (B)(4).